Event description:
New information noted that the patient presented in clinic on (B)(6) 2016 for follow-up. All left ventricular lead vectors were tested and continued to exhibit loss of capture; the lead remained inactive.

Event description:
New information on 2/13/2017 stated that on (B)(6) 2017, the left ventricular lead continued to exhibit high capture threshold. The lead was capped and replaced. The patient was in stable condition prior, during, and post operation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture in all the vectors. The patient stated that he had a bad fall four days prior to the follow-up. During the follow-up visit, the patient was feeling well and had no complaints. The lead was programmed off. The patient's condition was stable post event.

Event description:
New information noted that the patient presented in clinic on (B)(6) 2016 for follow-up. All left ventricular lead vectors were checked and one was capturing at high thresholds. Since last visit in october, the patient had not felt well with rv pacing only. Bi-ventricular pacing with lv lead was turned back; the device was programmed to high left ventricular output.